Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that during implant surgery the doctors found the lead would not lock in using the stimloc. The stimloc was replaced with a new one to complete the operation. There were no patient symptoms alleged with no subsequent symptom reduction. It is unknown what caused the issue or what troubleshooting was performed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what the root cause of the stimloc not holding the lead into place was. No further complications are anticipated.